Manufacturer narrative:
The explanted pump was returned and evaluated under medwatch MFR report # 2916596-2017-02649. The evaluation of the returned pump confirmed the report of device thrombosis. The detail of the investigation findings is included in that medwatch report and is also provided below for convenience in review. A correlation between the evaluation findings of the returned device and the report of gastrointestinal bleeding could not be conclusively determined. The pump was returned assembled with the driveline severed approximately 2 inches from the pump body and the severed portion was not returned. The sealed inflow conduit and sealed outflow graft were not returned. Upon disassembly, a deposition was found surrounding the inlet bearing ball and bearing cup. During the disassembly process, the bearing cup was removed from the inlet bore and remained affixed to the bearing ball via the deposition. The formation was not denatured and was tissue-like in nature. The deposition appeared to be in the early stages of laminated layering, which suggests that it developed over an undetermined amount of time while the pump was operating. The deposition could have contributed to the reported elevated ldh. The remaining blood contacting surfaces were free of depositions and thrombus formations. The rotor, bearings, and other blood contacting surfaces were viewed under a microscope. No anomalies were noted. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced elevated ldh and pump exchange was reported under medwatch MFR report #2916596-2017-02649. (B)(4). Approximate age of device ¿ 2 years and 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient presented to the emergency department on (B)(6) 2017 with dark tarry stool and lactate dehydrogenase (ldh) of 863u/l. The patient underwent a pump exchange on (B)(6) 2017 for suspected thrombus. Post exchange the patient reportedly felt fine; however, liver function tests were elevated. Due to the dark tarry stools, no medical treatment was provided. No additional information was provided.